Event description:
It was reported by service report that the head right rails would not latch in the high height. Also, the power cord was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail timing link. Bent power prong.